Event description:
A malfunction on the pump was reported by the caller, which resulted in a high continuous glucose monitoring (cgm) reading. Although the specific blood glucose value was not known, it was indicated as "high," suggesting an adverse impact. To address this, the customer took corrective action by administering a correction injection using a multiple daily injection (mdi) method. Technical support provided the customer with pump reset information and assisted with resetting the pump, which successfully resolved the malfunction code issue. The customer was advised to monitor the pump and report any recurrence of the malfunction code. There was no need for assistance from a third party, customer may continue to use the pump.